Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s mother reported via phone that the pump received a pump error alarm. The customer's blood glucose was unknown at the time of incident. Troubleshooting was performed. No further details provided. The pump was returned for analysis.